Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient no audio output from the receiver that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver log was downloaded and no related errors were observed. A global function test was performed and passed speaker test. A manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).